Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. A failure event was observed during analysis. Only the connector portion of the lead was returned in one piece measuring 11.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the optim sheath [6.9 cm to 7.2 cm from the connector pin] distal to the connector boot which is consistent with friction to device can. The silicone insulation was not breached in this region.

Event description:
This is to advise of an event observed during analysis.